Event description:
During the index procedure, the patient had one endeavor sprint drug eluting stent implanted in an unknown vessel. It is reported that the patient expired approx 8 months post index procedure. The cause of death is unknown. The event was not assessed for relatedness with the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).